Manufacturer narrative:
Reliability analysis unable to confirm insertion anomaly due to customer returned only sensor and was missing needle.

Event description:
It was reported that the customer's insulin pump had a serter and needle anomaly. When he/she tried to remove the sensor base from the serter, the needle popped out before he/she was able to insert the sensor. His/her blood glucose level was 205 mg/dl. The product was returned. Nothing further to report.